Event description:
It was reported that the customer received a power source alert. Additionally, battery was fluctuating. Customer¿s blood glucose value had no adverse impact. The customer reverted to an alternate method of insulin therapy.